Event description:
The customer reported a fluid free flow due to split IV tubing. The nurse put the tubing back together and the leak stopped. The location of the split was not provided. The tubing was replaced and the tubing and the pump were sent to the biomed department. During their own investigation, the customer was able to easily pull apart the set at the upper fitment of the silicone segment. No pt harm or medical intervention required. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been rec'd. A f/u report will be submitted with failure investigation results should the device be returned for eval.